Event description:
It was reported that a user of the ilet experienced a high blood glucose of 396 mg/dl after an announced breakfast when glucose was 230 mg/dl, with sensor arrows initially horizontal and subsequently trending down to 380 mg/dl before returning to 116 mg/dl; the cause was unclear and no device component issue was identified due to insufficient information. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to determine a device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.